Event description:
Nellcor received a report of a broken flange on 4cfs tracheostomy tube. The caller reported that the left side of the flange broke at the point where the trach ties are inserted. There was no pt harm and the tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.